Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary in progress. Device history lot: summary of product development investigation. The reported event does not describe a dysfunction or a design deficiency but a customer feedback. The modifications requested by the surgeon are not clear or/and not possible to implement for following reasons: pitch/thread of the endcap (pitch and length) is designed to avoid collision with the end of the thread in the nail and with the locking prong. The length of the thread does furthermore have no influence of the ease of insertion of the end cap into the nail. The screw interface cannot be designed to be firmly hold by the screwdriver as the self-holding feature is on the screw driver side and the ball shape of the screwdriver tip does not allow to have a self-holding feature. The retention of the endcap can be enabled by the use of a guide wire. The angulation of the screwdriver with the endcap is limited by the cannulation in the screwdriver shaft. Increasing the possible angulation of the end cap with the screwdriver would weaken the screwdriver shaft and / or make the stardrive feature not retained on the shaft. The reported event does not describe a dysfunction or a design deficiency but a customer feedback regarding the function of the products. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient underwent surgery for the femoral trochanteric fracture with a proximal femoral nailing system (tfn-advanced). During the surgery, the surgeon complained that he had difficulty in approaching locking mechanism from the incision because of all region of the hexagonal flexible screwdriver bows. The surgeon made an extra incision, which was about 4 cm long due to the screwdriver's design. The procedure was completed successfully. There was a surgical delay of less than 30 minutes, however, there was no adverse consequence to the patient reported. This complaint involves (2) device. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.